Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device was explanted. This record is for the left side.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade IV and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, two openings curved on the posterior and crease flat. A microscopic analysis was performed which identified: two openings sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on the posterior assessed as unidentified (tear) opening.